Event description:
It was reported that a user experienced a cgm offline condition while attempting to pair a dexcom g7 sensor with an ilet, received a ¿start sensor again¿ message after entering the pairing code, and temporarily used bg run mode; the sensor was also paired to the dexcom app and the ilet reported a bluetooth version of 0.0.0.0. Symptoms included hyperglycemia with a reported high of 206 mg/dl, without acute complications. Outcomes included device replacement logistics and continued diabetes management using bg run mode and the dexcom app, with no hospitalization or medical intervention. Investigation included troubleshooting steps, sensor pairing attempts, device restart, verification of bluetooth reporting, and follow-up regarding device charging on the replacement unit. Investigation of this case revealed pairing failure between the ilet and the g7 likely related to communication or configuration conflict due to concurrent pairing with the dexcom app, and an initial intermittent charging behavior on the replacement ilet that resolved with continued charging. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and communication compatibility factors, not a confirmed hardware malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.